Event description:
It was reported that this patient went to the emergency room due to tones emitting from the device. Upon interrogation of the implantable cardioverter defibrillator (ICD) device, the device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. The patient was admitted two days later for a device revision procedure. The device was explanted and a new device implanted. No adverse patient effects were reported. The device is expected to be returned to saint paul for analysis. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.